Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery hook instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The integrated electrosurgical unit (iesu) or erbe unit was returned for failure analysis and not confirmed using system logs, however, log review revealed recurring error m-b1. Functional testing revealed that the unit powered on normally and successfully cauterized across all ports and instruments without issue. Erbe log showed errors m-31 and m-b0.

Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report the permanent cautery hook (pch) instrument burnt up. There was no harm to the patient and the instrument remained intact. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the permanent cautery hook was smoking during the event. There was no patient harm. Site removed the instrument along with energy cable. Site requested system check. The system was noted to be working fine. Site was suspecting energy cord of the pch. No issue was noted with erbe functioning. Fse replaced erbe just for precautionary measure. No complaint was associated with erbe because the same tower worked fine in following procedure and in subsequent procedures before replacement.